Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The reagent lot number is 838218. The expiration date was not provided. "Abnormal low signal" and "mc condition" alarms were observed. The field service representative replaced the pinch valve and other parts. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 801 analytical unit. The initial result was >100, and the repeated result was 17.7. The unit of measure was not provided.